Event description:
New information received notes that the rv lead issue was high out of range pacing impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance issues. The rv lead was explanted and replaced. The patient was discharged after the procedure.